Event description:
It was reported that episode review was requested for this cardiac resynchronization therapy defibrillator (crt-d) system due concerns about far field signals and potential atrial arrhythmia. Technical services (ts) explained that both were true; the true ra rate was approximately 150 bpms and farfield signal oversensing was resulting in inappropriate mode switching. It was noted that the device was programmed to vdir and was not providing ra pacing support. Additional information received reported that continued far field oversensing was observed on the atrial channel resulting in ongoing atr mode switches. Ts discussed programming options. This crt-d system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.